Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a relay on the filament driver board. The system operates as intended.